Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Damaged haptic after implantation. When the iol was inserted into the eye the leading haptic was found to be damaged. The iol was explanted and replaced with another one. Iol was explanted on (B)(6) 2026. Problem code: a0414 - material split, cut or torn.